Event description:
It was reported that during a laparoscopic appendectomy procedure, on the second firing the device fired fine however it was stuck on tissue. The release button was pulled to remove the device. Once removed, the device had stapled and cut properly. No tissue damage. The procedure was completed with a new device. There was no consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Firing trigger teeth. The analysis results found that the ats45 device was returned with the firing mechanism damaged and a reload loaded in the device. The reload was received partially fired and with cartridge lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The device was closed and opened without any difficulties noted. No additional functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger post and teeth were found broken. A batch record review was performed and no anomalies were found during the manufacturing process.